Event description:
Additional information was received that the patient was reprogrammed but there were new episodes of inappropriate automatic mode switch (ams) due to far-field r-wave oversensing (ffrwos). No additional reprogramming has been completed at this time to resolve the new episodes. The patient was stable.

Event description:
During a follow-up, decreased sensing resulting in undersensing was observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.